Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 341, which was not reproduced. System error 341 was confirmed through a review of the event history log. No component could be identified for causality.

Event description:
It was reported that a spectrum pump displayed system error 341 during patient therapy (medication, programmed amount, and delivery rate unknown). Any patient injury or medical intervention is unknown. The reporter stated that there was no death or serious injury as a result of the system error 341. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.